Event description:
The following was reported to hamilton medical ag: the device cannot pass autozero and pvent_monitor portion of the binary valve test. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). At the time of writing this report, the serial number was not provided. Consequently, the field for 'primary unique device identification (UDI) number' in section d4 could not be completed investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported that device cannot pass autozero and pvent_monitor portion of the binary valve test. There was no patient involvement. The issue described occurred during an internal device check and did not involve a patient or occur during clinical use. The failure was detected through the ventilator¿s automated self-test, which is specifically designed to identify hardware or calibration issues before the device is placed into service. The event was identified before patient use, there was no patient exposure, no therapy delivered, and no clinical impact. The device¿s built-in safety systems functioned correctly by preventing use until service could be performed. No device logs were provided with this complaint. Hamilton medical ag was informed that pressure sensor assembly has been replaced and the device functioned as intended. This case is considered as closed.